Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, have the device receive an internal water pathway replacement or participate in cardioquip's trade in program. These options would return the device to specification and full functionality. The customer has chosen to reperform cleaning and disinfection and hpc testing. As of the date of this report cardioquip has not received passing hpc test results and cannot confirm if the device has been returned to specification.

Event description:
A cardioquip (cq) depot service manager notified cq service via airtable that the internal tubing of this device was identified as potentially contaminated during a depot repair. Pictures were taken of the internal tubing, and sent to the cq operations for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that hpc testing be performed to gain a quantitative analysis of water quality. No patient involvement was reported. Hpc test results were received on 10/30/2024 that were outside of cq specifications for water quality, indicating device contamination.